Event description:
The reporter stated that rptr did meter to lab comparison tests. Rptr test at home read 160 mg/dl before going to lab 15 minutes later. Lab test result was 130 mg/dl. Rptr did not have any symptoms. A control solution test was "at high end of 138" (exact numbers not given). The rptr did not have strips or control solution for further testing. On f/u, rptr stated rptr had 2nd meter to lab test-results of 164 vs 134 mg/dl- no specifics given. No harm was alleged.